Event description:
The patient stated he was hospitalized in 2006, with low blood glucose. He stated he was at his nieces' house and "went down about three times and did not even know it." The first time, his family members "were hitting me and telling me to wake up." The second time, he had a bowel movement and went to the bathroom to clean up and "did not make it." He stated he thinks he was given "coke." His wife called the ambulance and he was taken to the emergency room. He stated "they took a lot of tests" and his blood glucose was low (blood glucose values and treatment not provided). He stated he believes his infusion device was delivering too much insulin, although he stayed connected to the infusion device the entire time he was hospitalized (1 week). The infusion device was replaced. Product was requested to be returned for evaluation.